Manufacturer narrative:
The insulin pump passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. The unit was received with normal operating currents, and no unexpected off no power or low battery alarms were noted. The unit also had a stripped battery cap (p) at the coin slot area. (B)(4).

Event description:
The customer reported via phone call that her insulin pump was not working and that she could not put the battery in. The customer was changing her infusion set and received a low battery alarm, but the battery cap was stuck so she couldn't change the battery. The patient's blood glucose at the time of incident was 303 mg/dl. Troubleshooting was initiated for the battery cap removal. The customer was advised to use a quarter but that failed, and when advised to use a screwdriver she said that she didn't have one because she gave away her late husband's tools. The insulin pump was returned for analysis and a replacement device was shipped to the customer.